Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the pt. Has been experiencing pain but also has a disc problem in his back. Additional information: pt now revised.